Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. It was noted a chordal rupture was present. An xtw clip delivery system (cds) was inserted and advanced into the left ventricle (lv). While attempting to grasp, the clip slightly moved in an unintended direction, causing it to become caught in the ruptured chordae. The clip was unable to be removed from the chordae however the leaflets were able to be grasped and the clip deployed. Mr was reduced to a grade of 3+. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the available information, the cause for the reported united movement cannot be determined. The reported entrapment of the device is a cascading effect of the reported united movement. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of product issue with respect to manufacture, design, or labeling.